Event description:
It was reported that the iab was inserted without complication. After pumping for some time, the pump's hi pressure alarm was noted, and blood was seen in the tubing. The iab was removed, and there were no pt complications.